Manufacturer narrative:
Continued from medical product: cook q.i.d. Quantum inflation device, qid-1. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In the additional information provided, it is unknown if negative pressure and lubrication was applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Another possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. A possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Balloon material damage can occur if it comes into contact with a sharp object or a burr in the endoscope channel. During the manufacture of the dilation balloon, the balloon joints are inspected to ensure it has been manufactured to specification. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. During the procedure, the balloon was inflated to four atmospheres (4 atm), and it broke "by the distal part" [balloon leaked at distal end].

Manufacturer narrative:
Concomitant medical products: cook q.i.d. Quantum inflation device, qid-1. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated. When filling the balloon up with water, a leak was observed coming out of the distal end of the balloon at the balloon joint. A visual examination of the distal end of the balloon showed that the distal portion of the balloon material and the balloon tip separated. There was evidence of adhesive present, however a void was also observed between the balloon neck inner diameter and balloon tip. It was also observed that the extension plug tubing was not assembled on the device during manufacturing. A visual examination of the catheter showed several kinks at 12 cm, 16.1 cm, 144 cm, 148.2 cm and 151.2 cm from the distal end. The wire guide associated with this device was included in the return of the device. A visual examination of the pre-loaded wire guide showed no kinks or bends. A laboratory meeting was conducted with members of production and production engineering to investigate the leakage at the distal balloon joint. During the meeting, it was confirmed there was not enough glue present in the appropriate locations on the balloon. It was also confirmed that the extension plug tubing was not assembled on the device during manufacturing. The lot number said to be involved was researched to check if any product was in our possession, all product from this lot had been distributed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: it was confirmed through a visual and functional test that the extension plug tubing was not assembled on the device and there was a void between the balloon neck and balloon tip. This is the mostly likely cause of the leakage at the balloon joint. Production engineering, production management, and the department team leaders were notified of this occurrence. During the manufacturing of the dilation balloon, the distal tip is verified to ensure the balloon is glued adequately. This process ensures there are no leakages in the balloon joints. The manufacturing instructions state to verify 100 percent that the adhesive is adequate. The instructions then instruct the operator to rotate the extension plug tubing 360 degrees to verify that the tubing is in the correct location. After assembly, the balloon is leak tested to ensure there is no leakage. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.